Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device cut but did not staple. Another like device was used and it locked up. Had to covert to open to complete the procedure.